Manufacturer narrative:
A visual and microscopic examination identified proximal stent damage. The stent struts on rows 2 and 4 were raised. No kinks or damage were noticed along the shaft of the device. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based upon analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. The vascular access was femoral. The 99% stenosed lesion being treated was located in the severely tortuous and moderately calcified proximal to mid left anterior descending (lad). The 2.75x24mm taxus liberte stent delivery system (sds) did not cross the lesion. The procedure was completed with plain old balloon angioplasty (poba). There were no patient complications and the patient's condition was listed as "good." However, the returned product analysis revealed stent damage.